Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
On (B)(6) 2017- per (B)(6), caller stated that his wife has a bard feeding tube but he is not sure what the product code is for this device. He stated it is a 20 fr and that it had developed a "slit" in the tube. He reported he is holding it together with an "amt clamp" but was on his way to the doctor to have his wife's tube replaced. When the tube broke, the feeding disconnected and his wife, who is receiving insulin via a pump, had unstable blood glucose levels which the caller reported can be very dangerous for her. No injury was reported.